Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to diabetes ketoacidosis with high blood glucose. The blood glucose when he went to bed was 143 mg/dl, he woke up in the morning and it was 489 mg/dl and he tried to do a bolus with the pump and blood glucose would not go down . Blood glucose at time of incident was 592 mg/dl and current blood glucose was 347 mg/dl. Customer treated high blood glucose with the insulin pump at home and at the hospital he was put on insulin drip. Customer was wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Assisted with performing the high pressure test and in which insulin pump was passed. At home the blood glucose of customer was 500 mg/dl and 600 mg/dl and he hadn't eaten all day when he was admitted to the hospital. Customer advised change entire set, reservoir and insulin and treat per healthcare professional instructions. The device is not expected to be returned for analysis.